Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that he had 2 leaking cartridges. As a result of the alleged issue, the pt claimed that on 2 separate occasions, he developed blood glucose (bg) levels from 400-500 mg/dl. The pt denied that he rec'd medical intervention. He corrected his bg's on his own without any adverse effects. Based on the information provided, this complaint is being reported due to the following conclusion: the pt alleged that he had two leaking cartridges. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any bg readings or symptoms that meet animas' criteria for a serious injury.